Event description:
It has been reported to us that during the procedure, the balloon deflated unexpectedly. The physician was attempting to inflate the occlusion balloon, but it would not inflate. The physician pulled out the occlusion balloon wire from the patient and noticed the deflated balloon. A request for additional information has been unsuccessful.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.